Event description:
It was reported that during a lap gastrectomy, the generator produced an error code no 5 - "instrument error". During troubleshooting, the instrument was then cleaned and retested and during the test sequence the blade broke in half. No patient consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.